Event description:
Boston scientific received information that this left ventricular (lv) lead displayed pace impedances measurements of greater than 2000 ohms. The patient was seen in clinic where loss of capture (loc) was also noted in all six pacing configurations. Noise was also present. The patient was seen for a revision procedure where fluoroscopy identified a lead fracture. The lead was explanted and replaced and is to be returned for analysis. There were no adverse patient effects. Of note, the patient had undergone cryosurgery for skin lesions that were located directly over the device.

Manufacturer narrative:
(B)(4). As of today the lead has not yet been returned. Should additional information become available, this report will be updated.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured 37.5 mm from the terminal pin. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.